Event description:
It was reported that customer jumped in pool and a malfunction code occurred. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.